Event description:
There was no pt involved in this event. This device malfunctioned because the device will not perform the saver evo test after upgrade. The internal date is 01/01/1970 and it cannot be reset.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. There was no response from the device during initial testing of the returned device using the returned pad-pak. During testing the device did not deliver therapy on application of the shock button. On further investigation of the device, the real time clock circuit was found to be inoperative due to the coin cell voltage being lower than expected. The real time clock circuit maintains the device time and date info, hence the depleted coin cell explains the reported fault. From the history log of the device it shows that the real time clock fault began before the device was upgraded. No further investigation was carried out on the device as the damage caused by the high voltage break down during the attempt to deliver therapy is likely to have damaged components within the printed circuit board. Measurements taken during the course of the investigation indicate a faulty coin cell to be the cause of the reported fault. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.